Event description:
It was reported that the patient, while hospitalized, received a manual short-acting insulin injection while still connected to the ilet pump, and the caller was advised that standard guidance is to disconnect the pump when administering external insulin or during hospitalization. Symptoms included no reported adverse clinical effects. Outcomes included no reported functional impact to the device or need for medical intervention beyond the administered insulin. Investigation included a customer service review and user education on appropriate pump management during external insulin administration. Investigation of this case revealed use error consistent with concurrent external insulin dosing without pump disconnection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user management of therapy inconsistent with recommended operating instructions.